Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -10.5/+1.0/095 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. The surgeon reports refractive surprise. Reportedly, lens remains implanted.

Manufacturer narrative:
Additional information: b5 - it was reporter that on 10/06/2020 the lens was explanted. Later on the same day a same length/model lens but different power was implanted. This resolved the problem. "Patient is happy with vision". H6 - patient code 3191: no code available (secondary surgery, lens explant). (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a vial in liquid. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).